Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one year postoperative to an open umbilical hernia repair, an additional operation was performed due to the mesh did not adhere and had to be explanted from the patient to repair the hernia. It was noted that there was pain and protrusion of the hernial sac. Another mesh was placed using ipom (intraperitoneal onlay mesh) technique to resolve the issue.